Manufacturer narrative:
Only the internal battery was returned to the manufacturer's quality assurance laboratory for evaluation.

Event description:
A ventilator's internal battery was returned to the manufacturer's quality assurance laboratory for evaluation. There was no report of patient harm or injury. During the evaluation at the manufacturer's quality assurance laboratory, an issue with the internal battery was observed. The manufacturer determined the root cause of the internal battery failing was due to a .5vdc cell imbalance.